Event description:
Customer reported the system displayed an error message and locked up. No patient injury was reported.

Manufacturer narrative:
No ge service was performed. Customer restored system to operating as intended.